Event description:
While using a byte night aligners, patient reported that their aligner caused their front tooth to be chipped. They had put the aligners in the night before and when they woke up in the morning their front tooth was chipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.